Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that advancing the stylet through the lead was difficult. The lead was not used.